Event description:
It was reported that during a da vinci s myomectomy procedure, the surgeon discovered that a piece of the black casing around the shaft of the permanent cautery hook instrument had broken off and fallen into the patient. The piece was immediately removed from the patient and the planned surgical procedure was completed. The site had difficulty removing the instrument from the cannula due to the breakage, therefore, the cannula and instrument were removed from the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Per the case notes, the missing pieces were retrieved from the patient and the procedure was successfully completed.